Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis found that the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.